Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 41 months of implant. The physician expressed dissatisfaction with device longevity. In addition, the device exhibited a fault code 08 in july. The device was explanted, replaced and returned to guidant for analysis.